Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, discomfort, dislocation. Update 01/05/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported left hip revised (B)(6) 2013 and right hip revised on (B)(6) 2012, (B)(6) 2013 and (B)(6) 2015. Pfs reported pain, dislocation, clicking of right hip in 2010, and loosening and burning of left hip. Medial records and revision surgical report noted alval, large amounts of lobulated tissue related to alval, dislocation and the screw protruding into the cup. Screw will be added to complaint. Part/lot updated. The complaint was updated on: jan 27, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update apr 25, 2017: legal medical records received. After review of medical records there is no new information. This complaint was updated on may 2, 2017.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges patient suffers from pain, discomfort, dislocation. Update 1/5/2016: pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported left hip revised on (B)(6) 2013 and right hip revised on (B)(6)2012, on (B)(6) 2013 and on (B)(6) 2015. Pfs reported pain, dislocation, clicking of right hip in 2010, and loosening and burning of left hip. Medial records and revision surgical report noted alval, large amounts of lobulated tissue related to alval, dislocation and the screw protruding into the cup. Screw will be added to complaint. Part/lot updated. The complaint was updated on: jan 27, 2016. Update apr 25, 2017: legal medical records received. After review of medical records there is no new information. This complaint was updated on may 2, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.